Manufacturer narrative:
Sample is expected to be returned for analysis.

Event description:
The caller, covidien sales rep, reported that the customer is experiencing a disconnection of the inner/outer cannula. The caller reported that customer was scheduled for decannulation and recannulation of a replacement tube.